Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. While removing the catheter of the deployed trunk-ipsilateral leg component the leading olive separated from the catheter. The separation of the olive and catheter was attributed to angulation of the pt's iliacs in combination with the catheter hitting the distal part of the 18 fr cook sheath. The olive was removed using a snare. The pt is reported to be in good condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications also implanted in the pt (pxc121000/lot#05729280, pxc201000/lot#05704630, pxc201200/lot#04875939).